Event description:
It was reported that during a supply change the ilet displayed alert 41 indicating an insulin shaft rewind error, the alert could not be cleared after a restart, and the device was replaced; the problem involved a malfunction consistent with an insulin delivery mechanism fault and was interacted with via the device touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a software problem and a malfunction presenting as a key or button touch input not working, associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.